Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. However, a technician was onsite to repair the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the visera 4k uhd camera control unit displayed ¿test image¿ when no camera head was connected, however, if a camera head is connected, the image remained black. Subsequently, it was noted that a technician was on site and was able to repair the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be identified. When the camera head was not connected, the test image (color bar) was displayed. Images were not seen with both customer's camera head and similar camera head. Olympus will continue to monitor field performance for this device.